Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) prematurely during warranty period. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.